Manufacturer narrative:
Updated b1, d4, e1.

Manufacturer narrative:
It was reported that "the syringe connection is tighter then normal and when turning the syringe, it will turn the twist connector on the manifold and disconnect". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Syringe connection issue.